Event description:
It was reported that the user forgot to perform a meal announcement for a morning meal and called for guidance. Blood glucose at the time of the call was 140 mg/dl, and the agent advised not to announce because more than 30 minutes had elapsed to avoid insulin stacking, which the user understood and followed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.